Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("the right-sided coil appears to the fragmented/essure fragmentation"), device dislocation ("migration of the essure device/essure coils were in the wrong psoition/the right-sided coil appears to the fragmented and migrated distally/right-sided coil projects along the left fundus of the uterus"), device expulsion ("right-sided coil projects along the left fundus of the uterus/foreign body in endometrium"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage/pregnancy (stillbirth or miscarriage)") in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective" in 2016. The patient's concurrent conditions included uterine fibroids. Concomitant products included oxycodone and paracetamol (tylenol). In 2016, the patient had essure inserted. In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (pelvic surgery on (B)(6) 2016 and transabdominal hysterectmy) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation and device expulsion outcome was unknown and the pregnancy with contraceptive device and abortion spontaneous had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device breakage, device dislocation, device expulsion and pregnancy with contraceptive device to be related to essure. The reporter commented: there are two coiled metallic objects in the myometrium. On (B)(6) 2016, it was determined that patient required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: essure in myometrium and endometrial unity on (B)(6) 2016, ultrasound pelvis revealed one coil in endometrial cavity and one in left cornual myometrium. On (B)(6) 2016, pathology test revealed there was secretory phase endometrium. Adenomyosis is present. Features diagnostic of malignancy are not identified. CT abdomen/pelvis (with IV contrast): impression:there is sacroillits with erosive changed and sclerosis along the margins of the si joints. There is a nonspecific right adrenal nodule measuring 2 cm.there is an iud in place. There appears to be an arm of the device which may extend outside of the uterus to the left.there is a 3.3 cm cyst in the right adnexa in front of the sacrum. Previous exam. The right-sided coil appears to the fragmented and migrated distally. The majority of the right-sided coil projects along the left fundus of the uterus. Several follicular cysts are noted involving the right ovary, the largest measuring 25.5 x 33.2 mm. Impression: no evidence of major abdominal organ injury. There is no abdominal or pelvic hematoma. There is no ascites. Small stable right adrenal adenoma.chronic sacroiliitis. Right follicular ovarian cyst there appears to be fracture and distal migration of the essure coil on the right with the distal aspect of the coil now projecting along the ventral and cranial fundus of the uterus eccentric to the left. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and device dislocation, device breakage, device expulsion most recent follow-up information incorporated above includes: on 11-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as the right-sided coil appears to the fragmented/essure fragmentation, right-sided coil projects along the left fundus of the uterus/foreign body in endometrium. Relevant lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("the right-sided coil appears to the fragmented/essure fragmentation"), device dislocation ("migration of the essure device/essure coils were in the wrong psoition/the right-sided coil appears to the fragmented and migrated distally/right-sided coil projects along the left fundus of the uterus"), device expulsion ("right-sided coil projects along the left fundus of the uterus/foreign body in endometrium"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage/pregnancy (stillbirth or miscarriage)") in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective" in 2016. The patient's concurrent conditions included uterine fibroids. Concomitant products included oxycodone and paracetamol (tylenol). In 2013, the patient had essure inserted. In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (pelvic surgery on (B)(6) 2016 and transabdominal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation and device expulsion outcome was unknown and the pregnancy with contraceptive device and abortion spontaneous had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device breakage, device dislocation, device expulsion and pregnancy with contraceptive device to be related to essure. The reporter commented: there are two coiled metallic objects in the myometrium. On (B)(6) 2016, it was determined that patient required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: essure in myometrium and endometrial unity. Hysterosalpingogram - in 2013: total bilateral occlusion. On (B)(6) 2016, ultrasound pelvis revealed one coil in endometrial cavity and one in left cornual myometrium. On (B)(6) 2016, pathology test revealed there was secretory phase endometrium. Adenomyosis is present. Features diagnostic of malignancy are not identified. CT abdomen/pelvis (with IV contrast): impression:there is sacroillits with erosive changed and sclerosis along the margins of the si joints. There is a nonspecific right adrenal nodule measuring 2 cm. There is an iud in place. There appears to be an arm of the device which may extend outside of the uterus to the left. There is a 3.3 cm cyst in the right adnexa in front of the sacrum. Previous exam. The right-sided coil appears to the fragmented and migrated distally. The majority of the right-sided coil projects along the left fundus of the uterus. Several follicular cysts are noted involving the right ovary, the largest measuring 25.5 x 33.2 mm. Impression: no evidence of major abdominal organ injury. There is no abdominal or pelvic hematoma. There is no ascites. Small stable right adrenal adenoma. Chronic sacroiliitis. Right follicular ovarian cyst. There appears to be fracture and distal migration of the essure coil on the right with the distal aspect of the coil now projecting along the ventral and cranial fundus of the uterus eccentric to the left. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and device dislocation, device breakage, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the right-sided coil appears to the fragmented/essure fragmentation"), device dislocation ("migration of the essure device/essure coils were in the wrong psoition/the right-sided coil appears to the fragmented and migrated distally/right-sided coil projects along the left fundus of the uterus"), device expulsion ("right-sided coil projects along the left fundus of the uterus/foreign body in endometrium"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage/pregnancy (stillbirth or miscarriage)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2016. The patient's medical history included multigravida and parity 2 (B)(6) 2011,(B)(6) 2013). *on (B)(6) 2016, ultrasound pelvis revealed one coil in endometrial cavity and one in left cornual myometrium. On (B)(6) 2016, pathology test revealed there was secretory phase endometrium. Adenomyosis is present. Features diagnostic of malignancy are not identified. CT abdomen/pelvis (with IV contrast): impression: there is sacroillits with erosive changed and sclerosis along the margins of the si joints. There is a nonspecific right adrenal nodule measuring 2 cm. There is an iud in place. There appears to be an arm of the device which may extend outside of the uterus to the left. There is a 3.3 cm cyst in the right adnexa in front of the sacrum. Previous exam. The right-sided coil appears to the fragmented and migrated distally. The majority of the right-sided coil projects along the left fundus of the uterus. Several follicular cysts are noted involving the right ovary, the largest measuring 25.5 x 33.2 mm. Impression: no evidence of major abdominal organ injury. There is no abdominal or pelvic hematoma. There is no ascites. Small stable right adrenal adenoma. Chronic sacroiliitis. Right follicular ovarian cyst there appears to be fracture and distal migration of the essure coil on the right with the distal aspect of the coil now projecting along the ventral and cranial fundus of the uterus eccentric to the left. Concurrent conditions included uterine fibroids. Concomitant products included oxycodone and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and decreased activity ("the pain prevented my activities of daily living"). The patient was treated with surgery (pelvic surgery on (B)(6) 2016 and transabdominal hysterectmy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, device expulsion and decreased activity outcome was unknown and the pregnancy with contraceptive device and abortion spontaneous had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, decreased activity, device breakage, device dislocation, device expulsion and pregnancy with contraceptive device to be related to essure. The reporter commented: there are two coiled metallic objects in the myometrium. On (B)(6) 2016, it was determined that patient required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: results: essure in myometrium and endometrial unity. Hysterosalpingogram - in 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and device dislocation, device breakage, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2018: pfs received. Event "the pain prevented my activities of daily living", medical history added from pfs. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device/essure coils were in the wrong position"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage/pregnancy (stillbirth or miscarriage)") in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective" in 2016. The patient's concurrent conditions included uterine fibroids. In 2016, the patient had essure inserted. In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (pelvic surgery on (B)(6) 2016 and transabdominal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown and the pregnancy with contraceptive device and abortion spontaneous had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: there are two coiled metallic objects in the myometrium. On (B)(6) 2016, it was determined that patient required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: essure in myometrium and endometrial unity. On (B)(6) 2016, ultrasound pelvis revealed one coil in endometrial cavity and one in left cornual myometrium. On (B)(6) 2016, pathology test revealed there was secretory phase endometrium. Adenomyosis is present. Features diagnostic of malignancy are not identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and device dislocation. Most recent follow-up information incorporated above includes: on 27-mar-2018: pfs received. Event outcome of pregnancy and miscarriage/pregnancy (stillbirth or miscarriage) was not recovered/not resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective" in 2016. In 2016, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (pelvic surgery on (B)(6) 2016). At the time of the report, the device dislocation, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: on (B)(6) 2016, it was determined that patient required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.